Event description:
Follow up information received reported that, because of insurance issues, the patient had not been scheduled for replacement surgery. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that a patient was not able to get her device to recharge. The reporter stated that the patient had tried numerous times but couldn't get a signal and wasn't sure what she needed to do next. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported that the patient had coupling or communication issues. An implantable neurostimulator (ins) over-discharge was suspected. It was stated that patient non-compliance was the primary reason for over-discharge. The last successful recharging session was 2-6 months ago. The patient charged their ins "a while ago" due to problems charging. The patient was in pain and wanted to turn their ins on. The patient attempted to use the antenna locate (al) feature for charging with no avail. Later that day it was confirmed that there was an over-discharge event and this was the first one. The over-discharge was due to patient non-compliance. It was stated that the patient was experiencing migraines from the stimulation and stopped using and charging the ins for "a few months". A physician-mode-recharge (pmr) was attempted 5 times without success. It was stated that the patient made an appointment with their health care provider to discuss replacing the batter. There was no patient injury reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 377745, lot# n0041039, implanted: (B)(6) 2006, explanted: (B)(6) 2009, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3550-39, lot# n214176, implanted: (B)(6) 2009, product type accessory. (B)(4).